Manufacturer narrative:
No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A surgeon reported seeing particles post-operatively in the primary wound. The surgeon believes they may be metal particles. There was no inflammation noted and the surgeon has no plan to remove them. The handpiece was named as the suspected source. Twelve patients were reported to be involved. Additional info was requested and a questionnaire was sent to the surgeon. A completed questionnaire was returned by the surgeon. The questionnaire indicates the particles were noted at various times, during the procedure, with the different patients. The surgeon indicated that these are refractive particles dispersed in the principal wound and that the particles are grayish in color. Per the questionnaire, the pt's vision have not been affected by the particles. The surgeon questions whether the phaco handpiece is the device contributing to these events. There was no pt impact reported.